Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device was placed at the biopsy site in the stomach. When the forceps was opened, the pullwires broke. The device and scope were removed from the patient in tandem, then the forceps was removed. The procedure was completed with a different device. Additionally, no damage was noted to the device or packaging when the device was unpacked. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.